Event description:
It was reported that a patient underwent a cardiac ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter and the patient suffered cardiac tamponade requiring a pericardiocentesis. It was reported that since the blood pressure decreased during the cavotricuspid ishmus (cti) ablation, pericardial fluid was confirmed by echocardiography. Drainage was performed, and the procedure was completed. The patient¿s condition is stable. After drainage, the patient was transferred to intensive care unit (ICU), and surgery will be performed. Transseptal puncture was performed with rf needle. Ablations of pulmonary vein isolation (pvi), superior vena cava isolation (svci), and cti were performed before pericardial effusion was identified. Steam pop was not confirmed. Irrigation catheter¿s flow rate setting: 2mm/8mm at 30w or less. 2mm/15mm over 31w. The physician's opinions on the relationship between the event and the product was that he thinks that the adverse event occurred during the cti ablation, but the cause was not the ablation catheter. He said he will pay careful attention again to the contact force, output, and thickness of the myocardium. There were no abnormalities observed prior to and during use of the product. Additional information received indicating the outcome of the adverse event was recovered. Extended hospitalization was not required. A smartablate generator was used in this case and the catheter settings on the smartablate generator were correct and the pump flow settings were controlled correctly. Pump switching were changed from ¿low¿ to ¿high¿ flow during ablation. No error message was observed during the procedure. Real time graph; dashboard; vector; visitag all were used. Tag index was used. Visitag module parameters are 7g. The stability was fine. No additional filters used with the visitag.

Manufacturer narrative:
Device evaluation details: the device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30944559l and no internal actions related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster inc., or its employees that the report constitutes an admission that the product, biosense webster inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. E1. Initial reporter phone: (B)(6). If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's ref. # (B)(4).